Manufacturer narrative:
Verified batteries were defective and were expired. Replaced batteries. Performed complete pm and full calibration, functional testing, and safety check to factory specifications. All tests passed, returned to service. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. (B)(4).

Event description:
The customer informed (during in use of patient): losing battery power-not charging correctly-not holding charge. No patient injury was reported.